Event description:
On the last cycle, the centrifuge bowl was at the 75 percent filling mark. The machine alarmed 100.000. And turned on and off twice. The machine restarted after six minutes of centrifuge set up. It alarmed again with the yellow screen with computer software numbers. We attempted to plug it into different electrical outlets but it still alarmed and would not give a screen. The biomed engineer came to see the machine and therakos was contacted. We were unable to complete the treatment. A manual return was done to reinfuse the pt. The pt agreed to redo his extracorporeal photophoresis (ecp) treatment this afternoon. Therakos stated it is the machine that is malfunctioning, the malfunction is not from the kit.